Manufacturer narrative:
(B)(4). Device evaluation indicated that both body of the paddle and the lead were cleanly cut and damaged as wires were exposed. Two of the proximal ends of the paddle lead were not returned. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patients lead had retracted outside of the epidural space and there was a breakdown of the lead that had frayed on the bottom. The physician believed that the lead frayed by the movement outside of the epidural space. The patient underwent a lead replacement procedure. The physician did not suspect device malfunction but rather that the lead was not anchored by the implanting physician. The patient was doing well post operatively.

Event description:
A report was received that the patients lead had retracted outside of the epidural space and there was a breakdown of the lead that had frayed on the bottom. The physician believed that the lead frayed by the movement outside of the epidural space. The patient underwent a lead replacement procedure. The physician did not suspect device malfunction but rather that the lead was not anchored by the implanting physician. The patient was doing well post operatively.